Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. Inspection of the returned device showed that there was no video signal. The returned unit was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, there was no video signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.